Event description:
During an in clinic follow up, noise was noted on the ventricular lead. Further information has been requested but has not yet been received. The patient was stable.

Event description:
Additional information was received indicating that the noise was noted on the right ventricular (rv) lead and resulted in oversensing. No intervention has been performed. The patient was stable and will continue to be monitored.